Manufacturer narrative:
(B)(4). Initial reporter: telephone number provided as (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set¿s tubing ruptured. It is unknown when this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the actual device was received however due to contamination a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing and leak testing were performed, both passing successfully with no issues noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.